Event description:
Pt's device could not be interrogated. It was reported that two different programming computers and two different programming wands were used to attempt to interrogate the pt's device, but were unsuccessful. The same programming computers and wands were successful in interrogating other pt's devices on that same day, indicating a potential problem with this pt's device. It was reported that it was somewhat difficult to communicate with the pt's device because "it moves around". The generator is reportedly implanted in the upper left anterior chest area. The pt was referred to neurosurgeon for further evaluation. Attempts to interrogate the pt's device the following day during office visit with neurosurgeon were also unsuccessful. Review of x-rays by treating surgeon did not reveal any obvious discontinuities in the vns therapy system. The pt's family reported that the pt was experiencing an increase in seizure activity. The pt's generator was replaced.

Event description:
The cause of the reported increase in seizures was likely due to the malfunctioning device.